Manufacturer narrative:
The insulin pump was received with no button response on the esc and act buttons due to corroded keypad traces. Displacement test wasn't performed due to the keypad anomaly. The device had minor scratches on lcd window, bite marks on keypad overlay (on up and down arrow buttons), cracked end cap, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The insulin pump was received with no button response on the esc and act buttons due to corroded keypad traces. Displacement test wasn't performed due to the keypad anomaly. The device had minor scratches on lcd window, bite marks on keypad overlay (on up and down arrow buttons), cracked end cap, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.